Manufacturer narrative:
(B)(4). One flexiva 200 tractip laser fiber was returned for analysis. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. No damage has been noted along the body of the fiber. Additional examination under magnification confirmed that the fiber tip was unused. The investigator was unable to examine the fiber face within sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. As a result, no aiming beam was visible and effective transmission was not measured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a procedure performed on an unknown date. According to the complainant, during procedure, the laser fiber would not fire laser energy after the physician stepped on the foot pedal. The procedure was completed with another flexiva 200 tractip laser fiber. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.